Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system shut down immediately when the power cable was removed from the wall. The issue was resolved by leaving the system plugged in overnight. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that user unplugged the system to move it and it lost charge quickly. It had not been plugged in overnight. This was reported outside of a case.